Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that three segments were returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 60 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. Additional information indicated that this lead had fractured that was found out during routine follow up. This lead will not be returned due to lead fell apart during lead extraction when physician was trying to laser the lead out and it broke in half. Physician snare the other half of the lead from the groin therefore, the lead came out of the in pieces. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. Additional information indicated that this lead had fractured that was found out during routine follow up. This lead will not be returned due to lead fell apart during lead extraction when physician was trying to laser the lead out and it broke in half. Physician snare the other half of the lead from the groin therefore, the lead came out of the in pieces. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.